Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot # 158785) was confirmed during functional testing. A bonding leak was observed at the proximal end of the distal balloon. The probable root cause of the reported complaint could be a latent defect at the bond. In addition, the customer stated "inadequate delivery of the sedation medication utilizing one of the catheter infusion lumens" could not be verified as all infusion ports and extension tubes of the catheter were flushed without resistance during functional testing. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons and distal luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the proximal end of the distal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for an icy catheter with lot number 158785.

Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. During the therapy, the icy catheter (lot# 158785) was inserted into the patient's femoral vein, the insertion was smooth from the first attempt. The target temperature was set to 37°c. The patient's temperature at the time of issue was 37°c. Per the reporter, there was another cvc line connected to the patient, however, the line was connected to a different blood vessel. Approximately 52 hours after the catheter insertion, the thermogard console (B)(4) generated the air trap alarm, however, there were no traces of fluid observed on the patient's bed, floor, or console. The saline bag was observed with a decreased volume. The user cleared the air trap alarm on the console and replaced the saline bag to continue the therapy. Per the reporter, the catheter was later removed as the therapy was finished. A catheter leak and infusion of approximately 350-400 ml of the saline fluid into the patient's body were suspected. The patient is in stable condition, ventilated, with no fever. No consequences or impact to the patient. In addition, per the reporter, there was an inadequate delivery of the sedation medication utilizing one of the catheter infusion lumens during the catheter leak, however, no further information was provided on how this issue was verified.